Event description:
It was reported that the patient was reprogrammed in (B)(6) 2011 because one of his leads stopped working. The reporter was unable to provide further details. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3888-28, lot# r227602, implanted: (B)(6) 1992, explanted: na; extension: model 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: na; extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).